Event description:
It was reported that balloon rupture occurred. (B)(4). No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, it failed to cross the lesion due to the strut of previously implanted stent. It was noted that the balloon popped by the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was loosely folded. At 1mm distal to the proximal waist of the balloon, there was a 17mm longitudinal tear in the balloon. The reported failure to cross the lesion could not be confirmed as the clinical circumstances could not be replicated.